Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs the 32056 error was found indicating fault on the usm pitch axis, confirming the fault occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the where it passed. The usm was then installed onto a pftp (patient side cart fixture test platform) where usm agc current was found to be failing on the pitch searchlight sensor assembly prompting error 32056, replicating the reported event. The complaint regarding usm was unable to be deployed for draping was confirmed by failure analysis. The probable root cause is attributed to an electronic/fiberoptic defect of the pitch searchlight sensor assembly of the usm causing an i2c communication failure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report site was unable to deploy for draping due to an universal surgical manipulator (usm) being disabled. Tse was able to see that arm one was disabled for 32056 errors. Site powered down the entire da vinci system and did an epo. After powering the da vinci system back on, the system was still erroring with 32056 errors related to usm1. Tse guided them to disable usm 1 they were to proceed with their procedure and they will use the system without usm 1. The procedure was completed with no reported injury.